Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had high blood glucose possibly due to no delivery. During troubleshooting, customer attempted to deliver 5 units of insulin but was only got two drops; this occurred twice. Customer did not have hemostat or tubing clamp in order to test for no delivery. Customer was advised that infusion set samples would be sent.